Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported inform system blood glucose results of 360 mg/dl and 129 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips.